Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 064) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 08/02/2015.device evaluation: the pump has been returned and evaluated by product analysis on 07/15/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged call service alarm issue was verified in the black box but not duplicated during the evaluation. Review of black box data found records of the reported occlusion call service alarm on the complaint date. Using the returned caps, the pump powered up and functioned properly. A rewind/load/prime sequence and a 24-hour basal exercise were executed without any incidences. Pump casing was opened and there were no anomalies related to the complaint.